Event description:
On 02-apr-2026, a sales representative reported via email that an ar-8990st fibertak dx suture anchor with 1.3 mm suturetape, an ar-3730sp double loaded knee fibertak anchor, and an ar-8990ds disposables kit for fibertak dx suture anchor failed during a case. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 08-april-2026: the reported event occurred during a quad tendon repair procedure. An ar-8990st fibertak dx suture anchor and an ar-3730sp double-loaded knee fibertak anchor were used during the procedure. Both anchors pulled out during use on the patient. The anchors were subsequently removed from the patient. Prior to anchor use, the 1.35 mm drill included in the ar-8990ds disposables kit for the fibertak dx suture anchor was observed to be bent upon opening and was not used. Instead, a 1.6 mm drill was used with the ar-8990st anchor; however, the anchor still pulled out during use. The initial implants were discarded. A 2.6 mm anchor was attempted, but ultimately no product replacement was used to complete the case, and the surgeon elected to proceed with bone tunnels instead. No component of the instruments or implants was reported to have broken, and no fragments were generated. The procedure was delayed by approximately 10 minutes. It was not reported whether additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.